Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that they almost went into a coma due to the dexcom system. The patient declined to provide further event information. No additional patient information is available.